Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the left ventricle was perforated by an amplatz super stiff guide wire. Cardiac tamponade with pericardia effusion was reported. Subsequently, pericardia I tap with conversion to open heart surgery with cardiopulmonary bypass (cpb) was reported. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).